Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned, evaluated by manufacturer and the unit was scrapped.